Event description:
During a nuclear medicine (resting cardiac) scan; patient moved right foot off the phs (patient handling system). When the camera was returning to home position after the scan was complete, patient foot was pinned between phs and the gantry ring. Patient right foot had abrasion and contusion. X-rays were negative for fracture.